Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and could not duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.